Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/15/15 medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted large chunks of heterotopic bone in the abductor mechanism, metallosis debris in tissue and on trunnion, and a small crack during reaming at the posterior rim of the acetabulum that was felt to be stable and was not repaired. The crack is being covered on (B)(4). The complaint was updated on: jan 7, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges patient suffers from pain, elevated levels of chromium and cobalt, and metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.